Event description:
Related manufacturer report number: 2017865-2021-39923. During an in-clinic follow-up, a loss of capture and oversensing were noted on the right ventricular (rv) lead. An rv lead dislodgement due to a device migration was suspected to be the cause of the electrical anomalies. The rv lead was explanted and replaced, and the device was repositioned and reattached in the pocket to resolve the event. The patient was in stable condition.